Manufacturer narrative:
Returned device was received in good physical condition but there were broken pieces on the pcb. During the evaluation of the device, the alarms were triggered but there was no sound due to the alarms. This was found to be caused by the customer forcing the front cover onto the device and causing damage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's alarms were failing testing. There were no reported adverse events.